Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device/components were not returned for possible failure analysis evaluation.

Event description:
A event which occurred in (B)(6) detail: the unit can work normally. But the mean pressure monitor has no display. Check with dm, the output is ok. Replacement panelmeter assy, mean pressure issued. Patient involvement is unknown.